Event description:
The reporter stated that the surgeon had inserted a toric single piece silicone lens model aa4203tl lens in pt's eye with no damage to lens or pt, however, he noticed the lens was off axis. The surgeon enlarged the incision and removed the lens and put in another same model lens & sutured the incision. The reporter stated that there was no capsule tear & no history of pre-existing weak zonules noted in the pt's chart.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the lens is torn from one plate haptic to the other plate haptic which is torn off and missing. There is clear and reddish surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.